Event description:
Reported by patient representative as "problems with the lap band. Apparently, the port and tubing had become separated again, requiring another surgery."

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Medwatch 2028368-2003-00315 was sent to FDA in 2003 for the patient's previous port leak and the serial number in that report is for the entire lap band system which was removed in the patient's recent surgery. Events of port leak and pain are being reported as a serious injury in this medwatch because even thought the complaint is against the port, the entire lap-band system was removed. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."